Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator had a dim display. There was no patient involvement when the issue occurred. No patient or user harm reported. A philips remote service engineer (rse) noted that the customer's v60 had a dim display. It was noted that the customer needed information on the display upgrade kit, that was due to a dim display. The rse informed the customer that the part numbers that customer tried to order have not been released yet, and parts ordering cannot complete order. The rse then provided the customer with different part numbers that were currently in stock to repair the device.

Manufacturer narrative:
H10: insufficient information is available to determine the resolution of the event. The customer was provided with instructions to repair the device and was also provided the part numbers for replacement parts; however, it could not be confirmed if the customer repaired the device or if the issue was resolved. Multiple good faith efforts (gfe) were performed for further details regarding the event; however, no response was provided. No parts were returned for failure investigation. In the event that parts are returned or if new information is provided, the complaint will be reopened to update the investigation.